Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report number mw5073625). The pump is available for investigation and will be returned: as soon as the pump is evaluated, a follow-up report will be sent. No consequences for the patient.

Event description:
We became aware, during post-market surveillance, of an event reported on maude database (report number mw5073625) of which we had not been made previously aware. Event description: "ibc from patient regarding crono pump; states sn # (B)(4) was alarming with "occlusion" error message. States she thought it was a tubing issue but the alarm went off again in about 5 hours. Pt switched to a new pump using same line and no occlusion alarm. Will send this pump back along with the other that's due for maintenance, states she already had 2 functioning pumps on hand (1 new pump was sent last shipment). No se resulted from this issue."

Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report number mw5073625). The service checked the pump, which was found working according to its specifications and intended use: no evidence of malfunction was found by service. The pump remains in the company for scrapping, since it is over its expected life (4 years).